Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who underwent primary breast augmentation with an unknown mentor saline breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. The MRI examination showed normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 28, 2020, mentor became aware that unintentionally submitted the section d2a, and d2b on initial report incorrect. Manufacturer¿s reference number: (B)(4). D2a: prosthesis, breast, inflatable, internal, saline. D2b: fwm.